Event description:
Started case and doctor noticed an oily substance coming out of blade, opened another same lot number and same issue. Went to another type of blade and was able to finish case. Flushed out oily substance. Metal shaving also at the beginning.

Manufacturer narrative:
A cleaning solution has been implemented during the metal finishing prep step. This has eliminated any edm residue, prior to assembly. (B) (4).